Manufacturer narrative:
(B)(4). It was received for analysis an empty opened labeled winding former and a needle-suture of product code sxpp1a404. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2019 and a barbed suture was used. During the procedure, the fixation tab came off the suture during fascia closure. There were no adverse consequences to the patient. No additional information was provided.